Event description:
(B)(4). Same case as: 2134265-2013-03191. The patient presented due to the occurrence of 2-4 weeks typical angina on (B)(6) 2011 and was diagnosed with unstable angina. The patient was then referred for cardiac catheterization. The target lesion being treated was located in the mid left anterior descending (lad) artery with 99% stenosis and was 12 mm long with a reference vessel diameter of 3mm. On (B)(6) 2011, during index procedure, a 3.5 mm 6fr cls catheter was inserted to the target lesion followed by a 182 cm choice floppy guide wire. The lesion was treated with pre-dilatation using a 2.05 x 15 mm apex balloon. Following pre-dilatation, the patient complained of chest pain and was then given with fentanyl IV 25mcg and atropine IV 0.25mg medication. After, placement of a 2.75 x 16 mm taxus liberte stent followed by a 2.75 x 12 mm taxus liberte stent was done in an overlapping fashion, as per source, to treat the lesion. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented due to progressive exercise intolerance related to dyspnea on exertion over the last 6 months. Coronary angiography revealed 50-70% mid in-stent restenosis of the implanted stents. The patient was diagnosed with unstable angina and moderate to severe mitral regurgitation and was then referred for cardiac catheterization. At the time of event, the patient was taking aspirin and prasugrel. The dose of the medications were reported to be interrupted. On (B)(6) 2013, the patient was admitted. Target vessel revascularization was done through coronary artery bypass grafting with a left internal mammary artery (lima) to the lad. Mitral valve repair was also performed. The patient was then discharged on aspirin on (B)(6) 2013. Patient was considered recovering and resolving at the time of reporting.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the left circumflex artery (lcx) was left untreated due to unusable saphenous vein. Six days post procedure, the events of worsening coronary artery disease and mitral valve repair were considered to be resolved without residual effects.

Manufacturer narrative:
(B)(4).